Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the strait cup inserter are worn and will not allow anything to screw on. Instrument is in one piece and was retrieved after surgery. This did not slow down surgery time and there were no adverse effects. Surgeon does not wish to be contacted.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.